Event description:
It was reported that during a coronary stenting treatment procedure, a dislodgment occurred. After ptca, the "shaft lost catheter placement in the aorta with the stent outside the catheter". The 4.5x16mm liberte' bare metal stent was unable to be pulled back into the catheter. The stent dislodged from the balloon. The dislodged stent was snared and retrieved. No further pt complications occurred. Pt status is satisfactory. Multiple attempts to obtain add'l info have been made however no info is available.